Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high capture on the right ventricular (rv) lead was noted. Diagnostic imaging confirmed the rv lead perforated the heart. During the revision procedure, the helix could not be extended again. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection revealed the helix was retracted and clogged with dried blood and tissue. Additional visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage. After cleaning the helix and cutting the lead, the helix could extend and retract. The cause of the inability of the helix to extend was isolated to the helix being clogged with blood and tissue. The helix extension length was within specification. A tip stiffness test was performed and the results were within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.